Event description:
It was reported that there is overpressure at start up and the housing is defective. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing and the rear housing to be damaged. Functional testing was unable to duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.